Event description:
The patient's mother contacted animas on march 30 alleging that the pump has been losing power. She reports that the patient has had blood glucose levels over 600 mg/dl with nausea and abdominal cramps two times over the past three weeks due to the pump losing power. The patient denies shortness of breath and chest pain and does not check for ketones. The patient also reportedly has frequent urination, increased thirst, increased hunger, and agitation. The patient does not hear the pump beep. She reports the power issue is happening 1-2 times per day for a couple of days. When the patient looks at the pump the screen would be blank. She first gives the patient an injection of insulin by syringe when the pump powers off then does a complete rewind, load and prime, and the pump functions for a while before losing power again. The infusion set and site have been changed each time the pump powers off. The reporter denies that any bent cannula, bleeding, redness, or bruising at the infusion site. The pump is not exposed to water. This complaint is being reported because the reporter alleged that the pump lost power and the patient suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. One reboot was observed in the pump black box on (B)(6) 2012 at 10:12 am and the delivery was not resumed until 2:05 pm. There was no damage to the battery compartment or cap. The battery cap was tested and was found to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no power circuit defects were found.